Manufacturer narrative:
A united states (us) customer reported that out-of-range quality control (qc) results and an erroneously depressed patient result were obtained with atellica ch carbon dioxide, concentrated (co2_c). Siemens reviewed the instrument data and the information provided by the customer. Siemens observed issues with signal values of calibration which was associated with poor water quality. Subsequent calibrations and qc results recovered within expected ranges. Return of the patient sample for internal testing was not required. Based on the information provided, siemens determined that the cause of the co2_c low recovery was potentially due to poor water quality produced by the laboratory¿s distilled water system. The issue was resolved following maintenance of the distilled water system and a valid calibration. No product problem was identified. The customer is operational, and no further actions are required. Note: siemens does not provide, or service distilled water systems for the atellica ch in the united states.

Event description:
The customer reported that out-of-range quality control (qc) results and an erroneously depressed patient result were obtained with atellica ch carbon dioxide, concentrated (co2_c), lot# 150174. The erroneously depressed result was reported to the physician(s), who did not question the result. The same sample was repeated on the original analyzer and obtained a higher result which was considered correct based on the clinical expectation of the affected patient. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the reported event.